Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok keypad button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the pump was unable to be investigated due to it powering on with a blank display. Upon opening the pump, moisture was found on the display flex and flex connector. The keypad was removed to find no contamination or damage. The battery compartment was cracked from the case seal to the bumper.